Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased cea results for two patients when processing on the architect i1000sr. The following data was provided: patient 1: initial result of 161.5 and retest was 1,338 ng/ml. Patient 2: initial result of 14.4 and retest at another lab was 66.2 ng/ml. Another redraw for this patient generated a result of 7.8 and retest at the other lab was 59.6 ng/ml. Additional testing using a lithium heparin tube type generated a result of 72.3 and retest at the other lab generated a result of 72.6 ng/ml. The other lab tested the samples using architect. The customer uses a normal range of 0-3 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of trending data, a review of the service history, and a review of product labeling. A review of the i1000sr tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant result described in this complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further occurrences of discrepant cea results with the analyzer as likely cause after the current complaint was received. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.